Manufacturer narrative:
The bench technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's capacitor is defective. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair.

Event description:
It was reported that the device's capacitor is defective. There was reportedly no patient involvement.